Manufacturer narrative:
There has been no indication from the reporting health facility that any patient was affected adversely by this malfunction. One other facility had the software and were configured to operate the defective software. However, the malfunction did not occur at this site. Both sites have since been updated with corrected software. As a precaution, we will be updating another 21 sites that have, but are not configured to operate the defective software.

Event description:
Conversion of reports from html to rich text format (rtf) will, on rare occasions, delete lines from the rtf report that were in the original html report. The problem only occurs for certain types of html formatting, and when intelepacs has been configured to return rtf reports back to the ris.